Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument could no longer be triggered. No fragments fell inside the patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 blue reload to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. Log review does confirm firing failure. The reload was found to have loose staples stuck in front of the knife. Additional observation not reported by site: the reload was found to have a damaged blade. The blade exhibited mechanical indentations/burrs at the tip of the blade. The failure is often attributed to user operation and is likely due to the "tissue" being too thick to continue firing. Isi did receive the sureform 60 stapler to perform fa. Fa was able to confirm the issue via system logs but was not able to reproduce the issue. The stapler was found to have one unclamping failure based on digital signal processing and master supervisory controller log review. As per the logs, the was a total of two fires during the procedure one of which was with a blue reload installed and had a completion percentage of only 97.71 percent. The instrument was functionally tested on an in-house system and achieved adequate compression on a test with a blue reload installed. The probable root cause of the reload having loose staples stuck is attributed to various points during manufacturing or using. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). A blade exposed icon and message will appear if the firing sequence is interrupted. The probable root cause of the firing failure can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire.